Manufacturer narrative:
Service performed on-site troubleshooting and found no evidence of a waste leak and found no evidence of leaking from the architect analyzer, the external waste pump, or the waste plumbing into which the waste is evacuated. The cause of the leak onto the ceiling tiles was not identified at the time of the service inspection and it was unknown what other areas of the hospital may utilize the same drainage pipe. No parts were replaced or adjusted for either the architect analyzer or the external waste pump as both were functioning as expected. Review of (B)(4) instrument service history found no additional complaints of leaking on or around the date of this complaint. A review of tracking and trending for the external waste pump or the architect i2000sr analyzer with regard to injury from waste exposure to operators or other personnel found no issues or trends. There is no indication of trends involving the architect i2000sr analyzers related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(4), or the external waste pump as both were functioning as expected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported that on (B)(6) 2020 waste fluid from the architect i2000sr splashed onto the skin of a male hospital engineer who was repairing a leaking floor drain pipe from the floor below. The engineer does not recall if waste fluid entered his eyes or mouth but splashed his head and upper body. The engineer immediately rinsed his upper body with water and was seen by the occupational health department who administered an anti-hbs vaccine. No additional impact to user safety or management was reported.

Manufacturer narrative:
G4: date received by manufaturer: updated to (B)(6) 2020 from (B)(6) 2020.